Event description:
A surgeon reported that following a glaucoma filtration device implantation procedure, ocular hypertension was observed due to no flow from the filtration device. The device was explanted and a trabeculectomy was performed. Additional info has been requested.

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. Additional info has been requested. (B)(4).